Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was performing the air removal step with an empty syringe. Tandem technical support educated the customer regarding proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 164 mg/dl.